Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous mid left anterior descending (lad) artery. After pre-dilatation was performed with a semi-compliant balloon catheter, a 2.50x28mm promus element¿ plus stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The device was then removed from the patient and upon inspection outside patient's body, it was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported. The patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).